Event description:
It was reported that the patient experienced elevated blood glucose levels in the 400 to 500mg/dl range with frequent urination and increased thirst. The reporter indicated that the infusion site was painful, red and had a knot. It was reported that there was no blood in the tubing and it was not noticed if the cannula was bent. The patient has had issues with scar tissue and cysts at the sites.

Manufacturer narrative:
Follow-up #1 12/05/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were found in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.